Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in resetting it, after which the malfunction did not recur, allowing the customer to continue using the pump.